Event description:
A patient presented with indications of a recurrent hornia described as a large bulge two months following hemia repair. The patient was returned to surgery in 2006. A seroma was observed on the left side of the implanted device the device was observed to be well incorporated. The surgeon placed an additional tack suture and polyporlpene patch over the site of the seroma. Device was not excised. No futher complications were reported.